Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the flow diverting stent was implanted successfully with the help of the subject guidewire and microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, flow diverting stent, other stryker devices and underlying condition.

Manufacturer narrative:
2 of 3 mdrs. The device is not available to the manufacturer.

Manufacturer narrative:
2 of 3 mdrs. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the patient had paresthesia on the left side of the face. Medication (dexamethasone) was required for treatment. According to the site, this event had a causal relationship with the procedure, flow diverting stent, guidewire (subject device), microcatheter and underlying condition. The adverse event occurred post procedure and lasted 1 day. The outcome was recovered/resolved. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint of 'patient neurological deficit'.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the flow diverting stent was implanted successfully with the help of the subject guidewire and microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, flow diverting stent, other stryker devices and underlying condition.

Event description:
It was reported that during the saccular left internal carotid artery cavernous segment aneurysm treatment, the flow diverting stent was implanted successfully with the help of the subject guidewire and microcatheter. One day post-procedure, patient had paresthesia on the left side of the face. Patient was given dexamethasone and the adverse event was resolved next day. According to the site this event had causal relationship with the procedure, flow diverting stent, other stryker devices and underlying condition. Additional information received on 11-nov-2022 clarified that subject guidewire was not related to the adverse event.

Manufacturer narrative:
2 of 3 mdrs. B1 adverse event/product problem - corrected to no adverse event. B2 outcomes attributed to ae - corrected to no adverse event/no medical intervention required. B5 executive summary - updated. H1 type of reportable event - corrected to no serious injury. F10/h6 clinical signs code grid - corrected. F10/h6 health impact code grid - corrected. F10/h6 device code grid - corrected. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. A labelling and risk review could not be performed as there was no allegation of failure or malfunction against this device. It was reported that the patient had paresthesia on the left side of the face. Medication (dexamethasone) was required for treatment. The adverse event occurred post procedure and lasted 1 day. The outcome was recovered/resolved. Based on additional information received on 11-nov-2022, it was clarified that the subject guidewire was not related to the adverse event. Therefore, the as reported code 'device within specifications' has been assigned to this complaint with an assignable cause of undeterminable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.